Event description:
(B)(6) 2008 - an (B)(6) male pt underwent aaa repair. The pt had left iliac artery aneurysm as well. His anatomical form was suitable for the endovascular repair. Contralateral leg (right) working length was short, 17mm. The pt had emphysema as preoperative complication and a history of prostatic hyperplasia, mild dementia, mild kidney damage. (B)(6) 2011 - during follow-up migration of the right iliac was confirmed. The physician decided to conduct an additional treatment at a later date. (B)(6) 2011 - two additional iliac legs were additionally placed after coil-embolization in the right internal iliac artery. Since the iliac legs were placed in a position with much tortuosity, other manufacturer's stent was also placed considering about long-term prognosis. The confirmatory angiography showed no endoleak (1820334-2011-00711) updated info received on (B)(6) 2011: on (B)(6) 2011 occlusion of right iliac legs which were additionally placed on (B)(6) 2011 was confirmed. With blood clots removal and bare stent placement, patency was confirmed. Mural thrombus in mainbody was observed.

Manufacturer narrative:
(B)(4) no pt outcome has been provided by the rptr. (B)(4) migration is labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, follow-up guidelines. Initial repair was performed (B)(4) 2008. The left iliac was aneurysmal. Follow-up on (B)(4) 2011 revealed migration of the right iliac leg. Placement of additional iliac legs and another manufacturer's stent resolved the endoleak. Based o the provided info, pt anatomy (anatomical changes/short working length) likely contributed to migration and subsequent endoleak. At this time there is no indication that a design or process induced failure of the device resulted in migration. We will notify the appropriate internal personnel of the event and continued to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.